Event description:
A user facility reported the airway tube on this lma broke after it was inserted into a pt. There was no pt injury or problem. The user facility has been requested to return the device for evaluation.